Event description:
It has been reported to philips that there was a wireless footswitch issue and the wi-fi indicator was red. The system was not in clinical use when the issue was identified. The customer is currently using the wired footswitch instead of the wireless footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was wrongly reported that the wireless footswitch had a connection issue. The reported problem was that the wired footswitch was intermittently not functioning. The procedure was completed after a system restart. A philips service engineer inspected the system on site and identified that the cable connector of the wired footswitch was not tight enough. The connection was tightened and the system was returned to use in good working order. It has been determined that there is no harm or allegation of harm in this complaint. The instructions for use indicates that software- or hardware-related issue can be resolved by either warm or cold restart respectively. A warm restart takes 90 seconds until the system is fully functional. Fluoroscopy is possible after 60 seconds. A delay in procedure this short does not reasonably suggest a serious injury is likely to occur should it happen during clinical use. =========== updated codes based on investigation.